Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: during investigation, there was moisture observed behind the display lens. A leak test was performed and a leak was found from a crack between the display lens and the case seal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1 date of submission 08-feb-2019- correction to the event: on (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display.